Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 700 mg/dl. The customer stated that the insulin pump had an absence of no delivery alarm. She was treated with an insulin intravenous drip and with manual injections. She complained of vomiting, weakness, lack of focus, and loss of memory. The customer was in an vehicular accident and was driving at the time of the event. The customer was wearing the insulin pump at the time of the event but had been off the device for a couple of months prior. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.